Event description:
During a ptca procedure of a lad lession, while inflating the balloon the length of the balloon beyond the marker band on the proximal end was "grossly over the marker". A side branch vessel was "pinched off a little bit" due to this. Pt status listed as "okay".